Manufacturer narrative:
An event regarding pain and elevated metal ion levels involving a meal head was reported. Medical review noted pseudotumor and cup malposition. Pseudotumor, cup malposition and elevated metal ions were confirmed, however, altr and corrosion is not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that "the primary harm involved was reported to be corrosion and soft tissue reaction necessitating revision surgery. These findings were not confirmed at surgery. No metal debris was grossly identified and a small amount of ¿tribocorrosion¿ easily removed with a roughened pad was all that was seen. The primary pathology identified by the surgeon was a large fluid collection surrounded by degenerative synovium encompassing and tracking along the course of the eroded psoas tendon was identified. There is no evidence for defect in the implants or their manufacture." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: an event regarding pain and elevated metal ion levels involving a meal head was reported. Medical review noted pseudotumor and cup malposition. Pseudotumor, cup malposition and elevated metal ions were confirmed, however, altr and corrosion is not confirmed. The provided medical information was submitted to a consulting clinician who indicated that the primary harm involved based off of the revision operative report was reported to be corrosion and soft tissue reaction necessitating revision surgery. These findings were not confirmed at surgery. A small amount of ¿tribocorrosion¿ easily removed with a roughened pad was all that was seen. The primary pathology identified by the surgeon was a large fluid collection surrounded by degenerative synovium encompassing and tracking along the course of the eroded psoas tendon was identified. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Patient reported that she had a right hip replacement on or about (B)(6) 2014. On or about (B)(6) 2016 she started experiencing extreme pain in her right thigh. Went to her doctor and it was found she had high levels of chromium and cobalt. Patient had right hip revision on or about (B)(6) 2017. Update: corrosion, soft tissue reaction and pseudotumor were noted and "multiple xrays of the right tha show the acetabular component to be in a vertically oriented position and placed well below the teardrop of the inferior aspect of the medial wall. This cup position is consistent with psoas impingement."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Patient reported that she had a right hip replacement on or about (B)(6) 2014. On or about (B)(6) 2016 she started experiencing extreme pain in her right thigh. Went to her doctor and it was found she had high levels of chromium and cobalt. Patient had right hip revision on or about (B)(6) 2017.